Manufacturer narrative:
Adding UDI information in this supplement.

Event description:
Customer state " 12 kits part: 584909 contained 12 eaches part: 378210 lot# :6047452 and 3 eaches part: 370146 lot#: 6046839 the safety shields were retracted".